Event description:
It was reported that the customer's insulin pump would alarm every two hours. Her blood glucose was unknown at the time of reporting. A callback has been scheduled to help her troubleshoot her insulin pump. No equipment was returned. No additional information was reported.

Manufacturer narrative:
Product not returning. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.